Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Two batteries ((B)(4)) one battery charger ((B)(4)) and charger ac adapter ((B)(4)) were returned for analysis and evaluation. A review of the manufacturing documentation confirmed that the battery charger met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the battery charger ac adapter revealed that the device passed visual inspection and functional testing. Failure analysis of batteries (B)(4) revealed that the units passed external visual and functional testing. The battery was able to adequately provide power to a test controller. In addition, the battery was charging when connected to a battery charger. A review of the battery's internal log revealed that a cell pair, at one point in time, passed the voltage threshold. When this occurs, the battery will not charge until the voltage decreases below the threshold. However, the batteries were received with no flags enabled. If the battery remains connected to the battery charger with a cell-over-voltage flag, the battery charger status indicator will flash red after 8 hours due to a charge time-out. Failure analysis of the battery charger revealed that the unit passed visual inspection. Functional testing revealed that an led status indicator one port 4 was inoperable. Supplemental testing revealed a damaged led. It was determined that the battery charger was assembled with an incorrect inductor, damaging the led indicator. As a result, the reported events were not confirmed. Based on the available information, a possible root cause of reported ¿red light¿ can be attributed to an overvoltage fault detected by the analog front end (afe) integrated circuit. The most likely root cause of the damaged led on the battery charger and batteries with a cell over voltage condition can be attributed to battery chargers assembled with incorrect inductors. Other devices involved in this event: heartware ventricular assist system ¿battery, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the one slot light was not working on the battery charger. It was also reported that two batteries showed red on the charger. The batteries, battery charger, and charger ac adapter were exchanged. No patient complications have been reported as a result of this event.